Manufacturer narrative:
The gluc3 reagent lot number and expiration date were not provided. Calibration was acceptable. Qc recovery is within range. No indication of a performance issue with the reagent. The field service engineer (fse) found that the rinse mechanism water discharge needed adjustment. He cleaned all rinse mechanism nozzles and adjusted the rinse discharge volume. The fse also checked the gear pump pressure and the sample probe. The cause was due to a misadjusted rinse mechanism water discharge. The fse did a performance check and the instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested with glucose hk gen.3 (gluc3) assay on a cobas 6000 c501 analyzer. Discrepant results for 1 patient's sample were provided. Initial result: 17 mg/dl. The result was flagged as critical and automatically repeated. Repeat result: 73 mg/dl. The repeat result of 73 mg/dl was deemed to be correct. Reportedly, an amended report with the correct result was issued after the automatic repeat.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2023 and it was acceptable. The alarm trace showed a sample short alarm on the date of the event near the time the sample was processed. Pre-analytical data was requested but not provided. The field service engineer (fse) found that the rinse mechanism/water discharge needed adjustment. He cleaned all rinse mechanism nozzles and adjusted the rinse discharge volume. He also checked the gear pump pressure and the sample probe outside the rinse. The fse did a performance check and the instrument was performing within specifications. The service actions (cleaning all rinse mechanism nozzles and adjusting the rinse discharge volume) resolved the issue. No further issues were reported afterward.